Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation: the lm could not identify the foreign material from the obtained information. 3 good faith efforts (gfe) was implemented to the user. However, the lm could not obtain the answer, and it was impossible to obtain the additional information including the reprocessing steps. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from right/left (r/l) angulation control knob, scope cover (s-cover), and plug unit. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white foreign material found in the jet tube. There were no reports of patient involvement.